Event description:
Rptr complains of yeast infections, aches and pains, breast hardness, painful breasts, swelling, fatigue, hair loss, rashes, shortness of breath, weight loss, and heavy menstrual bleeding.